Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the based on customer's report of june 2018. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor. Customer experienced "strong skin itching for 6 months", reporting the symptoms began (B)(6) 2018 and she discontinued use of the sensor on (B)(6) 2018. Customer further reported in (B)(6) 2018 she was "hospitalized for erysipelas related to a skin reaction" "due to secondary wound on ankle". Customer was prescribed an unspecified hydrocortisone cream to treat her allergic reaction related to sensor wear, and additional medications for the treatment of erysipelas. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor. Customer experienced "strong skin itching for 6 months", reporting the symptoms began june 2018 and she discontinued use of the sensor on (B)(6)2018 . Customer further reported in june 2018 she was "hospitalized for erysipleas related to a skin reaction" "due to secondary wound on ankle". Customer was prescribed an unspecified hydrocortisone cream to treat her allergic reaction related to sensor wear, and additional medications for the treatment of erysipleas. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs (device history reivew) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. - attachment: [attachments.zip]